Event description:
It was reported to medtronic neurosurgeon that a 130 cm broke at a connection point mid-chest in the patient. It was also reported that there was no scar tissue present. The exact event date was not reported.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).